Manufacturer narrative:
The device was tested at the canadian service center and results forwarded on 6/27/97. The reported problem could not be duplicated. The frequency of death or serious injury reports for code 103 (underdelivery) for co products is approx. .52/million sets.

Event description:
Underdelivery reported by co's international affiliate (canada). Report states, "inaccurate/underdelivery". A pt was connected at the time of the incident. No side effects were experienced by the pt. No info regarding the i.v. Solution in use, pt data or device settings was available.